Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2017 it was reported that the patient was being seen in the office and there was a motor stall. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting were performed. The physician was treating the patient for any withdrawal. It was unknown if the issue was resolved at the time of the report. No surgical intervention had occurred and it was unknown if surgical intervention was planned. The patient status was reported as ¿alive; no injury¿.

Manufacturer narrative:
(B)(4) and (B)(4) are no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 31-jan-2017 from a healthcare professional and it was reported that the motor stall occurred on (B)(6) 2016 and the pump was stalled for 24 hours and then recovered. The pump stalled again on (B)(6) 2017 and never recovered. The patient experienced symptoms of narcotic withdrawal and pain. No troubleshooting was performed. No actions/interventions were taken. The cause of the motor stalls was not determined. The motor stall had not been resolved.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer's representative on 2017 -feb-15. The pump was returned to the manufacturer for analysis. The pump logs show a motor stall occurring on (B)(6) 2016 at 15:25, followed by a motor stall recovery at 16:19; a motor stall on (B)(6) 2017 at 21:37 followed by a motor stall recovery on (B)(6) 2017 at 00:24 a motor stall on (B)(6) 2017 at 12:23, followed by a motor stall recovery on (B)(6) 2017 at 3:06; a motorstall on (B)(6) 2017 at 11:19 followed by a recovery at 11:25; a motor stall on (B)(6) 2017 at 13:58, followed by a "stopped pump period may exceed tube set" message on (B)(6) 2017 at 13:58.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Analysis also found that there was overinfusion with an undetermined root cause. Eval code-result updated. Eval code-conclusion still applies. It will be updated when new information is provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of event was updated from (B)(6) 2016 to (B)(6) 2016 regarding the previously reported motor stall having occurred on (B)(6) 2016 at 15:25. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Additional information was received and it was reported that the pump was delivering fentanyl (1500 mcg/ml at an unknown dose) and on (B)(6) 2017 was in stopped pump mode due to the motor stall. The patient had not recently had an MRI and emi (electromagnetic int erference) was ruled out. The pump also stalled on (B)(6) 2017 and recovered early on (B)(6) 2017, but then stalled again on (B)(6) 2017 and did not recover. The pump was replaced (B)(6) 2017 without problems. During the replacement, the hcp (healthcare profess ional) was unable to aspirate the existing catheter, but the hcp was ¿not wanting to do anything else¿ as they felt the catheter was patent due to the patient going through withdrawal with the motor stall.

Manufacturer narrative:
The conclusion code no longer applies and now apply to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.